Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2330 captures the reportable event of pain. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a percuflex plus ureteral stent was implanted in a patient during a kidney stone removal procedure. Following the procedure, it was reported that the patient experienced pain. The stent was removed on (B)(6) 2025. There were no other patient complications reported.